Event description:
This rn went into patient's room shortly before 0200 to start cares. Upon opening patient's sleep sack this rn noted fluid on clothing and blood underneath PICC [peripherally inserted central catheter] dressing that was not there previously. Rn assessed PICC line and noted it had been fully severed toward the edge of the tape. The PICC tail was still attached to the dressing. This rn notified transport rn to come to bedside. PICC was clamped with hemostats and removed. Entire PICC catheter was accounted for with tip intact. New PICC insertion was attempted four times with no success.